Event description:
Customer called to report the buttons on the pump were not responding. Also stated the device was in suspend mode and the alarm was not able to be cleared. Unit was not dropped, bumped, or exposed to moisture.